Event description:
It was reported that this spinal cord stimulation (scs) system was explanted during a surgical intervention, not related to scs. No device issues or allegation. The patient has been re-implanted and is doing extremely well. The location of the devices is unknown.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: (B)(6). Product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 527421. (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7074607. (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7074603.